Event description:
Received an electronic report on 12/28/2006, that reported a dialysis patient was dialyzed in 2006, and that the patient coded and later died. It was learned that the patient had undergone 2 hours and 40 minutes of dialysis within an acute unit, when the patient coded. The patient died later that same day. It was reported there was no observed problem with this device or accessory products in use at the time of the death. The initial reporting rn was contacted for additional information of this event. According to her verbal report, on this particular event, this patient was new to dialysis. This was the second dialysis treatment. She stated this patient had many health related issues and feels that the equipment or devices used in this treatment of this patient did not malfunction. No sample is available for an evaluation. Also, requests were made to initial reporter in an attempt to obtain patient information and the cause of death. Reporter stated she would call back with the requested additional information. To date, no further information has been provided.